Event description:
(B)(6) study. It was reported thrombus on the device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. Prior to procedure, 81mg of aspirin and 20mg of rivaroxaban was administered. A 20mm watchman flx closure device was successfully implanted with a complete seal and deployed device diameter of 16 mm. One day post procedure, the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2018, the patient had their 45 day follow-up transesophageal echocardiogram (tee) which revealed no evidence of thrombus. A 3mm leak was noted. On (B)(6) 2019, the patient presented for a 12 month follow-up and a tee was performed which revealed a non-mobile laminar thrombus measuring 0.4 cm2 on the atrial facing surface of the watchman closure device. A complete seal on the closure device was noted. That same day, therapy with clopidogrel was discontinued and therapy with aspirin was continued.